Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex a - device prob desc 1 to a1006 - thermal decomposition of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument's (fbf)jaws needed to be cleaned multiple times throughout the procedure. Once clean, energy effect was more apparent, and surgeon did not make further comments about the energy effect. While using the monopolar curved scissors (mcs) instrument and the fbf to resect the liver at the end of the procedure, there was a significant amount of char and eschar on the jaws of the fbf (surgeon was at 90 w, macro with the fbf). Due to the significant buildup of eschar on the jaws, the bedside had to pull out the fbf to clean the jaws with a brush multiple times throughout the procedure. The surgeon commented that they did not observe an energy effect when applying bipolar energy (this comment was translated to me once by the clinical sales manager (csm). Not sure if the surgeon had commented this multiple times, but from clinical development engineer (cde) perspective, there was a noticeable amount of eschar and cde observed at least four cleans). The procedure was completed with no patient harm, adverse outcome or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes.